Event description:
Implant positioned too posterior. Pt noncompliant with postoperative instructions. Implant protruded through posterior wall of l5 while bending. Event occurred approx 2 weeks after original surgery. Pt presented with pain and no neurological symptoms. Treated by explanting rod, packing disc space with grafton, and prescribing a brace for the pt.

Manufacturer narrative:
.